Event description:
It was reported that the two reloads were used during a gastroenteroanastomosis in which minor bleeding was noted in the staple line of the bowel loop minutes after stapling. The proximal staple line showed no apparent bleeding, while the distal staple line showed minor bleeding that had already clotted when the surgeon moved the loop to perform the procedure. To resolve the issue, staple line reinforcement with suture was done. There was then no further bleeding, and the gastroenteroanastomosis was performed without complications or evident rebleeding.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot #p4h1177). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the two reloads were used during a gastroenteroanastomosis in which minor bleeding was noted in the staple line of the bowel loop minutes after stapling. The proximal staple line showed no apparent bleeding, while the distal staple line showed minor bleeding that had already clotted when the surgeon moved the loop to perform the procedure. Despite manipulation, there was no further bleeding, and the gastroenteroanastomosis was performed without complications or evident rebleeding.